Manufacturer narrative:
Tech replaced broken right side rail end tube to resolve this issue. It was broken from metal fatigue. Unit was in repair shop. There was no pt impact.

Event description:
Info rec'd indicated that the side rail was broken.